Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate and that an unspecified alarm occurred. Reportedly, the alarm indicated that "a blockage" occurred and insulin deliveries were stopped. There was no reported impact to the customer's blood glucose level. Customer was able to reload the same cartridge to resolve the issue. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined to provide additional information regarding the reported issue, and declined further troubleshooting with tandem technical support. No additional patient information was available.